Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated. (B)(4).

Event description:
According to the reporter; during a gastrectomy, the instrument did not fire correctly. The clamps stuck in the instrument and did not form. The staples did not deploy at all. The staples partially deployed but remained stuck in the stapler. There was no staple formation at all. The surgeon cut the tissue thinking the staples had been deployed. The tissue was over sewed with a suture. A new instrument was taken out and worked fine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one ta 90-4.8 single user reloadable stapler opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instrument was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection revealed that staples were partially advanced, bent and damaged. Functionally, the sulu was reset and reloaded with staples. The instrument and sulu were fired on test media with acceptable staple formation. Replication of the poor staple formation and staple hang-up condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.